Event description:
Pt implanted in upper and lower vermilion borders on 03/19/1998. Onset of symptoms 03/1998 includes implant extrusion, wound drainage and infection. Implant revision 03/1998. Treated with ceftin and betadine 03/1998. Implant explanted 04/22/1998 and treated with cipro.